Event description:
High-sensitivity troponin I (tnih) results were obtained on sixteen patient samples while quality control (qc) recovered out of range on a dimension vista 1500 instrument. The results were reported to the physician(s) and were not questioned. It is unknown whether these results were discordant as the customer has not provided additional information nor results. The customer only identified a list of samples that were run when qc recovered out-of-range. This MDR is being filed in an abundance of caution as the customer has not provided additional information. . There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states customer contacted a siemens customer care center. A customer service engineer (cse) was dispatched to the customer's site due to loci reader - vessel dropped (read chamber may be contaminated) error on (B)(6) 2022. During this visit, the cse inspected the instrument and found that the loci vessel waste shoot was jammed. The cse cleared the jam and cleaned out the waste tube, where there was build up. Then, the tube was restored and the instrument was reset without any issues. On subsequent day, (B)(6) 2022, the cse was dispatched again to the customer's site. During this visit, the cse checked the error log and found no error. The cse found that the cuvette unloader was jammed at the top of the waste shoot. The cse cleared the jam and ran a system check, which passed. Then, the cse ran qc and the loci reader was failed. Lastly, the cse replaced the loci reader and calibrated all loci methods after aligning and running 50 sairs. The customer indicated that quality controls recovered acceptably. On (B)(6) 2022, the customer contacted siemens and reported that they processed patient samples when quality controls recovered out of range after the loci reader was replaced. The dimension vista high-sensitivity troponin I instructions for use indicates that "at least once each day of use, analyze two levels of a quality control (qc) material with known cardiac troponin I concentrations. Follow your laboratory internal qc procedures if the results obtained are outside acceptable limits." The customer's procedure in processing out-of-range qc results resulted in this event. The qc is recovering within ranges now. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2022-00048 and MDR 2517506-2022-00051 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00050 on 21-feb-2022. Additional information (22-feb-2022): the customer indicated that they repeated the patient samples that were run while quality control (qc) was out of range on a dimension vista 1500 instrument. The repeat results were different and were not corrected. The customer did not provide the results. Section b5 was updated to reflect the additional information. MDR 2517506-2022-00048_s1 and MDR 2517506-2022-00051_s1 were filed for the same event.

Event description:
Potentially discordant high-sensitivity troponin I (tnih) results were obtained on sixteen patient samples while quality control (qc) recovered out of range on a dimension vista 1500 instrument. The results were reported to the physician(s) and were not questioned. The customer indicated that they repeated discordant patient samples. The repeat results were different and were not corrected. The customer did not provide the results. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00050 on 21-feb-2022 and the first supplemental MDR 2517506-2022-00050_s1 on 17-mar-2022. Additional information (18-mar-2022): siemens further investigated the issue and reviewed instrument files. Siemens extracted the corresponding high-sensitivity troponin I results to the sample identifiers that the customer provided. Section b6 was updated to reflect the additional information. Based on instrument files, siemens determined that the quality control (qc) for high sensitivity troponin I (tnih) was not performed after replacement of the loci reader assembly. Multiple patients were processed before qc was processed. The qc results showed a large shift up in recovery indicating the method needed to be recalibrated and all tnih samples processed after the maintenance are falsely biased high. All other loci methods were checked at the time of the maintenance, so this issue was limited to the tnih assay only. The instructions for the maintenance of replacing a loci reader include that qc must be processed on all active onboard loci assays. This is done to detect shifts as the customer experienced to gauge whether the assay needs to be recalibrated before patient testing is resumed. In this case, it appears that the qc was processed for all loci assays onboard except tnih immediately after the loci reader replacement. Siemens assessed that the cause of the issue was use error. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00048_s2 and MDR 2517506-2022-00051_s2 were filed for the same event.